Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient felt shocking and surges that began the week prior to (B)(6) 2016. The patient also saw an elective replacement indicator (eri) code on (B)(6) 2016. There was no allegation or dissatisfaction with ins longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.